Event description:
The manufacturer received information alleging a ventilator unexpectedly reset. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the device had unexpectedly reset, i.e. Ventilator inoperable. The main pca was replaced. The device passed all tests.